Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Signal disappeared and changed to noise when the connector was moved. Multiple damaged pins found on the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was noise noted on both egms (electrograms) during lead testing. Multiple pacing cables and outlets were tried, but the noise persisted. The analyzer was changed to a different analyzer, which resolved the issue. No patient complications were reported as a result of this event.